Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation (hta) procedure in early 2007. (Patient weight unknown). According to the complainant, about 5 minutes into the procedure, they received a fluid alarm, and lost 5cc. Stopped procedure, applied second tennaculum at 6 o'clock position. The machine was restarted, and during the heating phase, a "thermal probe 1 failure" message appeared. The machine aborted the procedure automatically. The physician removed the sheath after the patient was cool and observed a white blanching on the anterior vaginal wall and right vaginal wall. The burns were treated with silvadine cream. While treating the burns, physician noticed what he felt to be excessive bleeding and immediately performed a uterine biopsy as he is concerned about the presence of cervical cancer. There is no further information regarding the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.